Event description:
It was reported that the pump was difficult to charge and the charger did not appear to power the ilet despite correct placement on the charging pad, and a replacement charger was arranged; the issue was characterized as a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the healthcare professional and user. Investigation of this case revealed a power source problem associated with a component-level failure consistent with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.